Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced inaccurate readings and triggered threshold suspend. The customer's blood glucose was 240 mg/dl and sensor glucose was 108 mg/dl at the time of incident when it triggered threshold suspend. The customer's blood glucose was 342 mg/dl and sensor glucose was 51 mg/dl at the time of call. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor. We performed continuity resistance test and sensor failed per specifications. Also, we found sensor with a bent cannula. Unable to confirm customer received sensor in said condition due to customer returning sensor opened and used.